Event description:
Olympus was informed that during a laparoscopic tubal ligation, when the physician inserted the trocar and then tried to pull the plunger out of the trocar, the knob on the end of the plunger became detached. It was noted that this left the shaft of the plunger stuck in the trocar and the sharp end of the plunger was stuck inside of the patient. The entire trocar had to be removed from the patient with the plunger still stuck inside. The intended procedure was completed using another 5mm trocar, and all parts were successfully retrieved from the patient. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.